Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous shunt anastomosis. A 5.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilation. However, during second inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was simply and completely removed from the patients body. The procedure was completed with a non bsc device. No patient complications were reported and the patients status was good.